Event description:
It was reported that the patient presented to the hospital and a remote transmission was sent. The information received on the remote transmission was reviewed by qualified personnel and it was determined that the there were occasional atrial events within the device blanking/refractory timing period. Additionally, the atrial lead threshold measurement was high which appeared to be a chronic trend. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.